Event description:
It was reported that the user, newly started on the pump, accidentally entered two dinner meal announcements within about one minute, resulting in delivery of approximately twice the intended meal bolus; the event was categorized as an incorrect procedure related to user interaction with the user interface, and no alerts or alarms occurred. Symptoms included no clinical signs, symptoms, or conditions, with blood glucose reported fluctuating between 90 and 100 and hypoglycemia treatment education provided. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to an improper or incorrect method during meal entry involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.